Manufacturer narrative:
Boston scientific received information that the complete lead was returned with blood and body fluid in the helix housing. Visual inspection noted that the clear medical adhesive was torn and separated from the insulation at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found blood and body fluid in the helix housing. Visual inspection noted that the clear medical adhesive was torn and separated from the insulation at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was loss of ventricular capture for an unknown reason. A revision procedure was performed where the right ventricular (rv) lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) was electively explanted during the same procedure and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.